Event description:
It was reported that during the course of an implant, the physician requested the delivery catheter in order to cannulate the target vessel. The physician positioned the tip of the subselector and the dilator at the intended position of the target vessel. The physician then advanced the guidewire into the target vessel. The guidewire was followed by the subselector dilator going into the target vessel in order to advance the guidewire further into the vessel. It was determined that the subselector was not advanced into the target vessel together with the dilator. Upon retracting the dilator from the vessel, it was noted that a portion of the black tip of the dilator was left wedged in the vessel as detected via fluoroscopy. A snare was not used as the vessel was too small for hte snare to be advanced to the intended position. The tip of the dilator was left insitu. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter was damaged. Visual summary analysis of the lead indicated damage at implant. (B)(4).